Event description:
It was reported that during a recanalization procedure in the femoral artery artificial vessel via ipsilateral approach, the aspiration allegedly could not be performed. It was further reported that the spiral ring was allegedly found to be ruptured, after removal of the catheter. Reportedly, the catheter was replaced for aspiration. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation and a physical investigation was not possible. Aslo, no videos were received. The user report and provided image contains information regarding helix break. After review of the provided images the helix break can be confirmed. Therefore, the investigation is confirmed for the reported break issue. A clear root cause could not be identified but a broken helix represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a recanalization procedure in the femoral artery artificial vessel via ipsilateral approach, the aspiration allegedly could not be performed. It was further reported that the spiral ring was allegedly found to be ruptured, after removal of the catheter. Reportedly, the catheter was replaced for aspiration. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. The catalog number identified has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Device pending return.